Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.5/2.5/108 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On 28-(B)(6) 2022, the lens was explanted due to glare and halos. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).